Event description:
The customer reported that the system had an interlock failure error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply fuse was replaced during the service call. The system was tested and found to be working as intended and returned into service.